Event description:
It was reported that this right ventricular (rv) lead triggered an alert due to low, out-of-range pace impedance measurements less than 200 ohms. It was noted that the patient was in a long-term care facility, and recommended isometrics and pocket manipulations for evaluation may not be possible. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).